Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alert 07 appeared while customer was using tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to leave wall adapter plugged into a known working outlet for at least 30 minutes using original charging supplies, after which pump began charging without shutting down, and no further assistance was required.